Manufacturer narrative:
Evaluation summary: no sample is expected for evaluation. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on the manufacturer's acceptance criteria. The root cause cannot be determined conclusively. (B)(4).

Event description:
A physician reported that during creation of the lasik flap, the side cut was incomplete, in both eyes. The surgeon proceeded to complete the cut with a knife and scissors. Additional information has been requested. There are two medical device reports associated with this event. This report is for the right eye.